Manufacturer narrative:
(B)(4). Batch # 514a08. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damaged and with the proximal 7 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The cartridge reloads swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. After the functional test, one staple was noted missing along the staple line, this staple do not create a fluid path. The staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire when severing colon tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: endoscopic hand assisted radical resection of right colon cancer.